Event description:
During a paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. During procedure, when aspirating on left side the sheath kept pulling back air. The sheath was replaced, and procedure was completed with no patient complications. The device is not expected to be returned as it as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.